Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient's second implantable neurostimulator became defective around (B)(6) of 2013. It was noted that the defective implantable neurostimulator was replaced in (B)(6) of 2013. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the stimulator had become erratic and unreliable. About 6-8 weeks before their third implant the second stimulator quit sending impulses and a doctor icon appeared on the remote saying the unit was bad and needed to be checked. The patient stated they had occasional stinging and zapping in the right hip where the stimulator was implanted. The patient also had a declining level of stimulation and pain control so they had to add opioids back to control the pain. The patient explained they noticed the decline in impulses almost immediately after falling in some mud and that they fell on the right side where the stimulator was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the ins was reaching end of life (eol) as of aug 2013. It was reported that the patient's ins had a malfunction. It was reported that the "battery generator" showed that the battery was dying. It was reported that the patient had been having headaches and sleeping issues. It was reported that the patient had a fall the weekend before they saw their hcp in (B)(6) 2013. The hcp made a plan to replace the ins and the surgery was carried out on (B)(6) 2013. No further complications are anticipated.